Event description:
Staff have noted issues with the sol-m blood collection tube holder with luer lock adapter when collecting blood culture specimens. Professional development staff member proceeded to investigate the issue using 10 of the tube holders with multiple different blood culture bottles; 3 of the 10 adapters failed, the rubber that covers the needle became permanently dislodged in the blood culture bottle itself when attempting to pull the needle out. This exposes the bare needle and opening up the staff to needle stick injury, it also negates the seal on top of the bottle causing a risk for potential blood exposure. The 'closed system' of the sample is compromised and would be rejected by lab. Supply chain notified and they reported it to the rep at company. FDA safety report ID# (B)(4).